Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor showed fluctuating r-wave measurements, some that appeared to be undersensed. The patient will be brought back in for sensitivity programming and to check tightness of the icm in the pocket to rule out any false measurements. The icm remains in use. No patient complications have been reported as a result of this event.